Event description:
It was reported that during a coronary stent procedure of a proximal rca lesion, the physician experienced difficulty crossing the lesion. While attempting to retract the delivery/stent back into the guide catheter (6f), the stent dislodged in the patient. The physician elected to secure the undeployed stent with another stent. No patient complications were reported.